Event description:
Pt's daughter states that one of new pumps received lost programming. Daughter will return this pump (serial number unknown). Instructed daughter to notify pharmacy of serial number when possible. Instructed daughter to place batteries in pumps as soon as received and to change batteries in both pump twice a week and to leave batteries in active at all times even when pumps not in use. Patient reports no problem with working pump. No side effects reported." Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion/ yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.